Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms. The reporter stated that they felt the pump was not delivering insulin correctly. The patient's blood glucose readings do not met animas's criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission: 02/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: unable to duplicate the complaint. The black box shows a power on reset on (B)(6) 2015 at 20:18; deliveries never resumed. The last recorded bolus delivery was a 3.00u bolus on (B)(6) 2015 at 19:01. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or alarm occurred during the investigation. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.